Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an ent operation, a evac coblator probe heated up and was charred at the tip. There was a back up device available and it is unknown if there was surgical delay. No further complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. Four wands were returned in a single bag. There is no way to determine one wand from another. All four wands test info will be put in -1 -2 -4 and -5. All four wands have heavily worn tips from use. One wand is missing portions of the electrodes at the tip from use. All four wands have debris trapped in the tip. A functional evaluation of the device found that the wands were plugged into a werewolf controller and a coblator controller. The wands had no issues being detected and showed 7/3 on the displays. All the wands activated as normal and could produce plasma or activate coag with their remaining electrodes. Two of the wands' debris was able to be cleared by applying pressure to the line. The other twos debris remained in the line had caused clogging issues. No signs of overheating in use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the clogging include 1) the tissue attempted to be suctioned was too large, thereby causing a clog. 2) insufficient suction pressure or saline flow to excavate tissue. Factors that could have contributed to the worn and missing portions of the electrodes include activating the device above recommended settings for prolonged periods of times, pressing the tip against hard or bony surfaces, fluid management or using the device as a lever to enlarge surgical site. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. Four wands were returned in a single bag. There is no way to determine one wand from another. All four wands have heavily worn tips from use. One wand is missing portions of the electrodes at the tip from use. All four wands have debris trapped in the tip. The wands were plugged into a werewolf controller and a coblator controller. The wands had no issues being detected and showed 7/3 on the displays. All the wands activated as normal and could produce plasma or activate coag with their remaining electrodes. Two of the wands debris was able to be cleared by applying pressure to the line. The other twos debris remained in the line had caused clogging issues. No signs of overheating in use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time). Based on this investigation, the need for corrective action is not indicated.